Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. E1: (B)(6) hospital was used as the short version of the full name of the facility as the full name of the facility has too many characters, which is (B)(6) hospital.

Event description:
It was reported that cerebral vascular accident (cva) occurred. The presence of a thrombus was confirmed prior to the procedure via computed tomography (CT) and transesophageal echocardiogram. A concomitant pulmonary vein isolation (pvi) and posterior wall isolation using pulse field ablation (pfa) with a farawave catheter, along with left atrial appendage closure (laac) using a watchman flx closure device, was performed, and the closure device was implanted. The procedure was conducted under general anesthesia with a therapeutic activated clotting time (act) maintained above 300 seconds throughout, and continuous flush was used without interruption. No thrombus or fibrin was observed on catheters during the procedure. On the day following the index procedure, the patient developed acute aphasia. Diagnostic evaluation demonstrated new findings of cva, thrombotic in nature. A magnetic resonance imaging (MRI) scan was also performed. Presence of thrombus was confirmed on computed tomography (CT) imaging and had also been identified on transesophageal echocardiogram (tee) prior to the procedure. The patient was administered edaravone as part of clinical management. The aphasia resolved within approximately 30 minutes, and the patient subsequently became asymptomatic. Decreased posterior wall motion following ablation was also noted, with a postoperative tendency toward bradycardia. The physician advised careful management of anticoagulation in the postoperative period. The complications resulted in a prolonged hospitalization of five days. The event was reported to have resolved approximately 23 days following the procedure.

Event description:
It was reported that cerebral vascular accident (cva) occurred. The presence of a thrombus was confirmed prior to the procedure via computed tomography (CT) and transesophageal echocardiogram. A concomitant pulmonary vein isolation (pvi) and posterior wall isolation using pulse field ablation (pfa) with a farawave catheter, along with left atrial appendage closure (laac) using a watchman flx closure device, was performed, and the closure device was implanted. The procedure was conducted under general anesthesia with a therapeutic activated clotting time (act) maintained above 300 seconds throughout, and continuous flush was used without interruption. No thrombus or fibrin was observed on catheters during the procedure. On the day following the index procedure, the patient developed acute aphasia. Diagnostic evaluation demonstrated new findings of cva, thrombotic in nature. A magnetic resonance imaging (MRI) scan was also performed. Presence of thrombus was confirmed on computed tomography (CT) imaging and had also been identified on transesophageal echocardiogram (tee) prior to the procedure. The patient was administered edaravone as part of clinical management. The aphasia resolved within approximately 30 minutes, and the patient subsequently became asymptomatic. Decreased posterior wall motion following ablation was also noted, with a postoperative tendency toward bradycardia. The physician advised careful management of anticoagulation in the postoperative period. The complications resulted in a prolonged hospitalization of five days. The event was reported to have resolved approximately 23 days following the procedure.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. E1: (B)(6). With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx left atrial appendage closure device with delivery system remains implanted; therefore, returned device analysis could not be completed. Device history record review: the batch number of the watchman flx left atrial appendage closure device with delivery system was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review: it appears possible that the reported use contrary to instructions, warnings and contraindications in the IFU contributed to the reported event of use of device issue. It was also reported that a watchman flx device was implanted with thrombus present. The watchman flx delivery system IFU includes the following contraindication: do not use the watchman flx device if: intracardiac thrombus is present. Watchman flx left atrial appendage closure device with delivery system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include cerebral vascular accident (cva) (speech disorders), and arrhythmia (bradycardia) (hospitalization, imaging and medication required). Risk review: a risk review was completed and confirmed that the device was used against contraindication and the events of cerebral vascular accident (cva) (speech disorders), and arrhythmia (bradycardia) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.